Manufacturer narrative:
(B)(4). Nicked knife. The following information was requested, but unavailable: did the device partially cut? Did the device staple completely? Was the device stuck on tissue? If yes, how was the device opened? Was the knife reverse attempted to be used? Was the device able to be reloaded for the 6th firing? Was the 5th load able to be removed? Was the 5th reload damaged? The analysis results found that one ec45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, stapler presented problem in the fifth firing with locking the blade, not cutting to the end. Therefore, the sixth reload was impossible. Another like device was used to complete the procedure. There were no adverse consequences for the patient.